Event description:
The account reported they are unable to monitor the pt position module at the nurse's station and the bed exit is not sending a nurse call. No pt injury reported.

Manufacturer narrative:
The tech found the communication cable is missing. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.